Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilisation. On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Lot number:12277465 manufacture date: 2005-02 expiration date: 2007-01. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems") and seizure ("seizures"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the medical device removal, menorrhagia, genital haemorrhage, tooth disorder and seizure outcome was unknown. The reporter considered genital haemorrhage, medical device removal, menorrhagia, seizure and tooth disorder to be related to essure (ess205). The reporter commented: date of birth: (B)(6) 1950 discrepancy as per pfs. Discrepancy noted in essure insertion date (B)(6) 2015 discrepancy found at pfs: it was mentioned that essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: right occlusion only. Lot number: 12277465, manufacture date: 2005-02, expiration date: 2007-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the medical device removal and menorrhagia outcome was unknown. The reporter considered medical device removal and menorrhagia to be related to essure (ess205). The reporter commented: date of birth: (B)(6) 1950 discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: right occlusion only.. Lot number:12277465, manufacture date: 2005-02, expiration date: 2007-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Lab data added. Event menorrhagia (heavy menstrual bleeding) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On(B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems") and seizure ("seizures"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the medical device removal, menorrhagia, genital haemorrhage, tooth disorder and seizure outcome was unknown. The reporter considered genital haemorrhage, medical device removal, menorrhagia, seizure and tooth disorder to be related to essure (ess205). The reporter commented: date of birth: (B)(6) 1950 discrepancy as per pfs. Discrepancy noted in essure insertion date (B)(6) 2015 discrepancy found at pfs: it was mentioned that essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: right occlusion only.. Lot number:12277465 manufacture date: 2005-02 expiration date: 2007-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events "abnormal bleeding (general), dental problems, seizures, plaintiff did not undergo essure confirmation test" were added. Patient aka name was added. Discrepancy found at pfs: it was mentioned that essure was not removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : lot no. Was added. New event, "medical device removal" was added. Essure removal date was added. New reporter contact information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.